Manufacturer narrative:
One pressurewire certus was returned for analysis. The results of the investigation concluded that the shaft had been fractured and separated, with subsequent fracture of the microcables; the corewire remained intact and had been exposed. It was noted that the corewire had been kinked and the shaft had been kinked at the location of the fracture. The combined length of the two shaft sections is consistent with no missing material from the guidewire assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported signal loss is consistent with the guidewire damage. The cause of the guidewire damage is consistent with damage during use. Abbott is continuing to monitor the signal loss issue.

Event description:
During the procedure, the device fractured inside the patient's anatomy and the signal was lost. Another device was used to complete the procedure with no adverse patient consequences.